Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that the therapy was turning off by itself. The patient reported that his battery was just draining quickly ever since he was able to get the implant to charge. The patient reported that now the controller was telling him that stimulation was off, but he couldn't get stimulation back on; he didn't know how to get stimulation back on. The patient reported that he didn't know if its just him hitting the stimulation off button, but its kind of been doing that on and off for the past week. The patient reported that it did that almost by itself. The patient was able to turn stimulation back on and confirmed the controller battery was at (B)(4)% and the implant battery was at (B)(4)%. The patient reported that he just charged the implant battery last night up to (B)(4)% and now the implant battery was at (B)(4)%. The patient reported that it had only been a day and that he was told that it would last a couple of weeks, at least a week after recharging. The patient reported that initially after recharging to (B)(4)% it was taking like a week or so before he had to recharger again but now its taking a couple of days. The patient confirmed that he had no change to his settings. Additional information was received from a manufacturer¿s representative (rep) on (B)(6) 2018. The rep reported that the ins was turning off by itself. The rep reported that the patient was on high density parameters. The diary said that the patient used stimulation (B)(4)% of the time. The rep reported that the diary also showed on day on which the therapy turned off because the battery was depleted. The rep reported that the patient once had cycling, programming so he was aware of what that felt like. The rep reported that the patient claimed that he checked with the controller and it said stimulation was off. No troubleshooting could be done due to lack of access to the product. The rep reported that she asked the patient to take screenshots of the controller when this occurred. It was reviewed that the patient should keep a diary of the times when it was turning off. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-apr-05. It was reported that the rep will still ask the patient to take screenshots of the controller. If the controller says stimulation ¿off¿, the patient would need to be brought in for an appointment with the recharger to see what will happen. The rep was not able to meet with the patient at the time of the report but will schedule an appointment with him once the rep hears from him. There were no further complications reported or anticipated.